Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was unphysiological lead noise on the right atrial (ra) lead which is sometimes resulted in an inappropriate mode switch. The cardiac physiologist suspected lead fracture as the cause. The patient will be assessed for arm movements and possible programming changes. The lead remains in use. No patient complications have been reported as a result of this event.